Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the time of implant, the left atrial pressure was 14mmhg. One partial recapture was performed of the 27mm closure device. Following release of the 27mm closure device, the closure device tilted, embolized into the left ventricle, and moved up the aorta. The 27mm closure device was successfully snared from the aorta. A new 31mm watchman flx laa closure device was implanted successfully. There were no patient complications reported and the patient condition was stable following the procedure. The patient was discharged home the following day.